Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a trial lead. It was rep orted that pne lead, looking disformed at the distal end. The rep discussed that this can happen if the external part of the lead is pulled over the stylet. Will replace the faulty leads, with backup to ensure that there is no risk of patients been cancelled. The issue was confirmed resolved. No symptoms reported. Additional information was received from a manufacturer representative (rep). The rep reported that the issue was discovered prior to use and the leads were never implanted. The cause was hard to tell, it could have been user error or if it was like this out of the pack. The customer just wanted to record that there were issues with this lot of pne leads, so that it could be looked at if other accounts had reported issues. The rep would be spending time with the hcp next week to look at any possible training requirements too.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.